Event description:
It was reported that pump displayed repeat malfunction 0 errors with associated fault ID and had at least three prior occurrences on same device, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.